Event description:
It was reported there was an event of right ventricular (rv) lead low impedance and noise over-sensing when the patient presented for a routine clinical checkup. There was no intervention performed. The patient was noted as being stable and will further be monitored.